Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the monopolar cord burned through at site of attachment.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of monopolar cord burned through at site of attachment. The instrument did not show any signs of arcing. The instrument passed a cautery test on an in-house da vinci system. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.053 - 0.171 in length and were not aligned with the tube axis. In addition, the instrument's main tube was cracked. The tube had a small fissure in the axial direction. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.